Event description:
This rv lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2011 states that patient had a lead revision. Cc/(B)(6) med. Records: pt to have a lead revision today, unknown as to which lead or why at this time. Calling to confirm implant date and types of leads implanted. Both the rv and lv had high thresholds. Rv = 4v at 1 ms, IV = 4.5 at 1.5. Can has at eri with the 100% biv paced and the high thresholds. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).